Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed the cause of the reported failure to be due to a failure of an integrated circuit chip, designator u17 from the main pcb assembly. The customer received a replacement device.

Event description:
The customer's device was returned to physio-control after being traded in and upon initial eval, it was determined that the device would not power on completely and would also not power off. There was no pt use associated with the reported failure.